Event description:
Nurses have reported that the intravenous (IV) angiocaths are not advancing, resulting in removing the angiocath and re-sticking the patient. Manufacturer response: we left a message for the bd representative. The staff has emailed bd and they responded that the bd representative will be contacting us to find out more information, stating "he has not heard of this occurring at other accounts".